Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the physician was unable to use contrast to opacify the vessels due to patient condition. As a result, the physician was unable to verify placement of the lead. The physician opted to use a different lead. No patient complications have been reported as a result of this event.